Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clip was unable to stay in place after firing the large hem-o-lok clip applier instrument. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The 10mm hem-o-lok clip was loaded without any issue and advanced into the cavity. The clip was able to stay in place on the jaws throughout the entire delivery process. The hinge of the forceps was able to perform commands that the surgeon instructed. After closure of the jaw, the clip was unable to stay in place on the designated tissue bundle. A backup instrument of the same type was used to ligate the same tissue bundle successfully.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The clip applier tips opened and closed properly. An in-house clip was installed on the clip applier with no issues. The instrument clip test was performed and passed multiple times on an in-house system. The instrument was fully functional. No product issue was identified.